Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on radius side assessed, as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations, observed.

Event description:
Healthcare professional reported, rupture of the right device. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Continued e1: dr. (B)(6). Additional, changed, and/or corrected data. A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side device rupture diagnosed by MRI. Device has been explanted and replaced with non allergan device.